Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was prepped per instruction. The sheath was inserted via the left femoral artery. As the md was inserting the iab into the sheath, it became stuck. The md removed the iab and the sheath as one unit. Another iab was inserted without difficulty.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.